Event description:
Reported via social media. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was being implanted. During the procedure the patient experienced a stroke. No additional information is known.

Manufacturer narrative:
Aware date used as event date is unknown.